Manufacturer narrative:
(B)(4). Method: the complaint devices was returned to fisher and paykel healthcare in (B)(4) for investigation and was visually inspected. Results: upon visual inspection, a crack was observed on the base of the chamber dome below one of the ports. Residue was also observed at different locations on the outside of the chamber dome. A lot check revealed no other complaints for the lot number provided. Conclusion: the nature of the cracking and the residue present indicates that the chamber dome came into contact with a solution containing alcohol which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290 humidification chamber would have met the required specifications at the time of production our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Maximum operating pressure: 8 kpa.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that a water leak occurred between the chamber dome and base plate of an mr290 vented autofeed chamber. It was reported that there was a crack in the chamber dome. This occured before patient use.